Event description:
It was reported that a loss of therapeutic effect occurred. There were no known accident or incident related to this event. Additionally, stimulation could not be adjusted and a "call your doctor" icon was displayed. A power on reset (por) condition was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s lot # v333547 implanted: (B)(6) 2009 explanted: unk; lead model 3389s lot # v333547 implanted: (B)(6) 2009 explanted: unk; extension model 370875 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk; extension model 370875 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk; patient programmer model 37642 serial # (B)(4) implanted: na explanted: na; lead model 3389s lot # v333547 implanted: (B)(6) 2009 explanted: unk; lead model 3389s lot # v333547 implanted: (B)(6) 2009 explanted: unk.